Event description:
It was reported that during the procedure, the knife trigger was stuck in the pulled position, and the blade was unable to withdraw back. The device was plugged into an ft10 generator at the time of the event and a new device was used successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
D10 concomitant products: vlft10gen ft series energy platformx1 - vlft10gen, serial #(B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d3 (MFR name and address), d4 (UDI#), g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that there was eschar build-up on the seal plates. The product analysis found the device's jaw opening and closing mechanism was functioning properly only after the eschar was removed. The device's knife blade was stuck in the eschar. Advanced and retracted properly only after cleaning of the device. The knife cut of the device was tested on a silicone test strip with acceptable results. It was reported that the blade was unable to withdraw back. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: keep instrument jaws clean. Build-up of eschar may reduce the seal and/or cutting effectiveness. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.